Manufacturer narrative:
At the completion of the investigation, based on the limited patient information, the clinical evaluation was able to confirm a type 3b endoleak. The reported type 3a endoleak could not be confirmed. The clinical evaluation additionally identified the following contributing factors to the reported event; antiplatelet therapy and at implant multiple angioplasty attempts to seal a type 3a endoleak. The event devices remain implanted in the patient and were not available for further evaluation. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent and suprarenal aortic extension. On (B)(6) 2016, physician performed an angiogram identified aneurysm sac growth and a potential type 3a or type 3b endoleak. The physician elected to complete a full reline and implanted an additional bifurcated stent and an additional suprarenal aortic extension. Patient is in stable condition.